Event description:
Patient revised to address loosening of polyethylene insert. Surgeon suspects it was never fully seated during initial surgery. During investigation, it was discovered that the product had disassociated rather than loosened.

Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The investigation is unable to conclusively determine the root cause. Device and records evaluation did not identify or verify product error with regard to the reported event. Based on the performed investigation, product contribution was not identified and a need for corrective action is not indicated, however, testing is ongoing to further investigate possible causes of disassociation and to determine if further action is appropriate. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.